Event description:
A customer in the united states notified biomérieux of misidentification results for an escherichia coli isolated from a patient urine sample when testing with vitek® 2 gn ID test kit. Vitek 2 provided an identification of salmonella ser. Typhi. The customer sent the isolate to the state reference lab, and they obtained an identification of escherichia coli. The customer no longer has the isolate to submit for evaluation. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of a misidentification of escherichia coli as salmonella ser. Typhi, which was isolated from a patient urine sample when testing with vitek® 2 gn ID test kit. An investigation was performed. The customer's set up information was reviewed. The isolate was from a urine culture. Trypticase soy agar and macconkey were used for testing. The strain was identified as e. Coli at a reference laboratory using maldi-tof and serotyping. The strain was repeated twice at the customer lab and identified as salmonella ser. Typhi on the vitek 2 gn card. The customer reported the saline dispenser was cleaned and the age of the organism was 18-24 hours. Two lab reports were received. Both lab reports showed a very good identification of salmonella ser. Typhi with four atypical negative reactions (bgal, agal, phos, bgur) for an identification of e.coli according to the gn knowledge base. Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data it is not possible to further evaluate the cause of the misidentification. Vitek 2 gn lot # 2410438103 met final qc release criteria. This lot passed qc performance testing.